Event description:
It was reported that the surgeon inserted a cq2015 three piece collamer lens, and discovered the lens was torn. The reporter stated the technician was having difficulty loading the lens and they believe the lens was torn during the loading process. The incision was enlarged to remove the lens and a suture was required to close the wound.

Manufacturer narrative:
Evaluation: visual inspection of the returned product showed that a haptic had been torn off. There was evidence of a clear surgical residue. Conclusion - (no conclusion can be drawn): based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.